Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100lg2xl png blue tint spring did not release itself. This was discovered before use. The following information was provided by the initial reporter: received a complaint from the end user reporting issue the product stating: medication remained in the cylinder; spring did not release itself.

Manufacturer narrative:
Investigation summary: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that ultrasafe x100lg2xl png blue tint spring did not release itself. This was discovered before use. The following information was provided by the initial reporter: received a complaint from the end user reporting issue the product stating: medication remained in the cylinder; spring did not release itself.